Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). H3: correction. D4, d10, h4, h6: additional information. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device found slight discoloration (yellowing) around the screws of the device however the discoloration was not consistent with rust/corrosion as the surface has not deteriorated. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause can be determined, the metal may have discolored through repetitive use and sterilizations over the device's life cycle. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer have found rust on instrument, art 299704175, rod clamp. 2pcs. Before surgery, no patient was involved. No extra actions needed. This complaint involves two (2) device.